Event description:
Info received indicates the brake casters on head end of the stretcher are not holding due to worn teeth on the casters.

Manufacturer narrative:
The technician replaced the worn casters to repair the bed.